Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of cerebrovascular accident is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported cerebrovascular accident could not be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the patient stroke. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation, with an mr grade of 4+. Two clips were implanted without issue, reducing mr to 1. On (B)(6) 2020, one day post mitraclip procedure, a cerebral infarction was noticed due to paralysis. Hospitalization was prolonged. Per the physician's opinion, the relationship between the device and stroke is unknown. The cause of the stroke is unknown. Continuous administration of aspirin and rehabilitation were performed. Magnetic resonance imaging and head computed tomography were performed three times. The patient was transferred to another hospital for rehabilitation. No additional information was provided.